Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.device not returned.

Event description:
It was reported that the customer received a temperature alarm and unable to clear the alarm. The customer was not in extreme temperature at the time. Additionally, the customer had experience a low blood glucose occurrence (50s mg/dl) and had eaten juice and candy to address bg level. The contact reported that the customer's low bg levels are natural and run low sometimes. It was indicated that the customer would use an alternate pump and manual injections for insulin therapy until replacement arrived.